Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure in late 2005. On an unknown date, the pt experienced dyspareunia and pelvic organ prolapse. An excision of the device was performed. Additional surgical intervention included a uterosacral ligament vesicovaginal space repair procedure. The current status of the pt is that the event has been resolved.

Manufacturer narrative:
Pelvic organ prolapse occurred - dyspareunia occurred - pelvic organ prolapse occurred - not labeled. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.